Event description:
It was reported that there were 300 occurrences of air bubbles forming during blood draws with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: bd 5 ml syringes are allowing air to enter the syringe when they pull back for blood draws while attached to butterfly. Customer performed the same procedure with the 10ml and 3ml and there were no issues.

Manufacturer narrative:
Correction: the complaint information was revaluated and no longer meets our reporting criteria per CPR-051 guidelines.

Manufacturer narrative:
After further evaluation of this complaint, it has been determined that air bubble in the blood within syringe is a reportable malfunction. The following field has been updated with correction: describe event or problem: it was reported that there were 3 occurrences of air bubbles forming during blood draws with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: bd 5 ml syringes are allowing air to enter the syringe when they pull back for blood draws while attached to butterfly. Customer performed the same procedure with the 10ml and 3ml and there were no issues.

Event description:
It was reported that there were 3 occurrences of air bubbles forming during blood draws with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: bd 5 ml syringes are allowing air to enter the syringe when they pull back for blood draws while attached to butterfly. Customer performed the same procedure with the 10ml and 3ml and there were no issues.

Manufacturer narrative:
Additional lot numbers have been reported to be included in the complaint. Additional lot numbers: the information for each lot number is as follows: medical device lot #: 8267576. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-24 . Medical device lot #: 8354789 . Medical device expiration date: 2023-11-30. Device manufacture date: 2018-12-20. Medical device lot #: 9025679. Medical device expiration date: 2023-12-31 . Device manufacture date: 2019-01-25.

Event description:
It was reported that there were 3 occurrences of air bubbles forming during blood draws with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: bd 5 ml syringes are allowing air to enter the syringe when they pull back for blood draws while attached to butterfly. Customer performed the same procedure with the 10ml and 3ml and there were no issues.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 300 occurrences of air bubbles forming during blood draws with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: bd 5 ml syringes are allowing air to enter the syringe when they pull back for blood draws while attached to butterfly. Customer performed the same procedure with the 10ml and 3ml and there were no issues.